Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during basal. The blood glucose reading was 230mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The caller also mentioned that the end cap sticker had fallen off in the past. No further information was provided.